Event description:
The customer reported that the r/min was too high on boost mode. No pt injury was reported.

Manufacturer narrative:
The ge svc rep adjusted the percentile of maximum boost output in the svc menu and he verified proper operation of the unit.